Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0jvrg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - outpatient office visit notes were included. From (B)(6) 2014 notes indicated: the patient came in for evaluation of frequency and had urgency. She was bothered with her symptoms. She had nocturia and incomplete emptying the patient was wearing a pessary for prolapse. The patient had possible history of recurrent infections. She had tried numerous medications including detrol, enablex, and oxytrol all without success. Test interstim was done. It was noted that the patient had good results with test interstim. The patient then proceeded to device implant on (B)(6) 2014. Outpatient notes from (B)(6) 2014: the patient was seen in follow up after interstim insertion. The patient was not having much improvement in her frequency and nocturia and did not feel the stimulation. The healthcare provider increased the amplitude and showed the patient how to change programs. Outpatient notes from (B)(6) 2014 noted: the patient was seen again in follow up to interstim. The patient had not noticed much improvement in her nocturia since her program was changed the prior week. She felt it was keeping her awake at night but did not feel the stimulation when asked. The patient thought her daytime symptoms were much better. The healthcare provider changed her program. Outpatient notes from (B)(6) 2014 noted: the patient presented with frequent urination and urgency of urination, and suprapubic abdominal discomfort. The patient was there for one month follow up to interstim. The patient was still having frequency, urgency. The patient was bothered with the symptoms. They kept her up at nighttime. The patient had worked through the 4 programs without success. The healthcare provider reprogrammed the device and gave the patient 4 new programs. Sensation was appropriate. Sensation was in the vagina. Outpatient notes from (B)(6) 2014 noted: the patient had to turn off her interstim. The patient was sleeping better - sleeping 4 - 5 hours. She was taking enablex. She felt the stimulation at nighttime. She therefore turned it off. Enablex was helping the patient. It was noted that they planned to leave interstim off and continue enablex. Throughout the outpatient notes it was noted that the patient had history of recurrent uti's.

Event description:
It was reported that the patient just got home from the hospital yesterday because of a bladder infection and other medical issues (dehydration) and could not get the patient programmer to work. It was noted that this was the patient's third program. The stimulation therapy hadn't helped at all. They started the patient on program 4 at implant. On the follow-up visit it wasn't helping so they c hanged it to program 1 and then saw the healthcare provider a week later and changed it to program 2. The patient was put in the hospital last wednesday because of dehydration / low sodium. Regarding when the patient was diagnosed with the bladder infection, it was noted: diagnosed while in the hospital and was given a IV of vancomycin. Then the patient had been on sulfa drugs (ten days ago and had side effects of green diarrhea) and they took the patient off that sulfa drug and put the patient on cipro. The patient was seen by her day aide and was found out of sorts last wednesday and the reason the patient went into the hospital for dehydration/low sodium. Regarding why did the patient have sulfa drugs ten days ago and caller reviewed the patient had been diagnosed with a bladder infection through a urine test. Never having therapeutic effect was noted. The last time the patient saw her managing healthcare provider (hcp) for her interstim therapy the patient stated she wished it would have never happened in the first place. Since the patient has been released from hospital they gave the patient a prescription for amoxicillin 500 mg every 12 hours for the next 7 days to make sure that the patient's urinary tract is clear. They asked the nurse yesterday what bacteria did the patient specifically have and they didn't know other then the patient had microbes in there. It was reported not being able to adjust stimulation. It was recommended repositioning patient programmer or antenna over ins a couple of times because they had it over wires. It states program 2 at 2.3v with lightning bolt. The caller was up with patient last night 6 times (every hour and half two hours, the patient was up). It was noted that from the time of implant that stimulation hadn't helped the patient at all. The caller stated why the urologist didn't check the patient for a bladder infection she doesn't know. But the patient's general practitioner did check the patient for infection. The caller didn't know if the patient had a bladder infection prior to being implanted or not. The caller stated that the patient doesn't have incontinence just has need to urinate (urgency frequency) and stated the patient has been this way for almost a year and didn't believe the patient until last night when she was up with the patient du ring the night. The caller stated that the patient has a lot of fluid when she goes to the bathroom that can cause a person's electrolytes to go down with increased volume, etc. If additional information is received, a follow-up report will be sent.